Event description:
Boston scientific crm received information that this tachy device will be explanted in the near future due to battery status at elective replacement indicator (eri). There is a concern that the battery has depleted earlier than expected. Subsequently, additional information was received that this implantable cardioverter defibrillator (ICD) was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. If additional information becomes available, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.